Manufacturer narrative:
Additional information: the device will not be returned for evaluation. The investigation is on-going.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 67-year-old male admitted for a cardiac ablation procedure. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. Access site bleeding was reported after transfer to the intensive care unit, in which hemostasis was achieved after removal of the impella. No additional details are provided. The device was successfully explanted and patient survived. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. Asae/ major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.